Event description:
The patient reported that he has been having issues maintaining his normal blood glucose level. The patient's blood glucose has elevated up to 510 mg/dl. His normal range is 60 - 240 mg/dl. To bring his blood glucose down, he bolused 10 units of insulin which brought his blood glucose level down to 352 mg/dl. The patient reported symptoms of having dry mouth and feeling tired. The patient also reported that his infusion device does not retain time correctly. He stated that the infusion device is constantly loosing 5-10 minutes of time. He has corrected his infusion device clock every month. No medical treatment was necessary. The product has been requested for return to be evaluated.